Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
One video clip was received for review. The image shows a pin hole tear on the proximal section of the balloon pillow. The distal balloon pillow is disturbed with contrast/blood present in the balloon. The complaint can be confirmed from the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary drug eluting stent, balloon inflation difficulties were encountered. When the balloon was inflated the stent and balloon failed to open and a burst/leak was noted at the balloon. The target lesion was located in the distal location within the artery, with no tortuosity or calcification noted. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device. No excessive force was used during delivery. After removing the device from the patient, the balloon was clearly perforated and leaking air. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the device was not moved or repositioned at the lesion. The target lesion was located in the distal location within the circumflex artery, with 90% stenosis and no tortuosity or calcification noted. Patient's details a series of fluoroscopic images were provided showing the presence of two discrete lesions in the proximal and mid lcx. A stent was delivered across the more distal lesion. But no inflation was evident. This stent appears to have been withdrawn without deployment. The contrast leak or balloon burst was not confirmed from the images provided. The cause of the reported event could not be determined from the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: patient weight provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.